Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the pain and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Manufacturer narrative:
Concomitant device(s): 315-35-00, glnd kwire. 300-10-45, equinoxe replicator plate 4.5mm o/s. 310-01-47, equinoxe, humeral head short, 47mm (beta). 300-01-13, equinoxe, humeral stem primary, press fit 13mm.

Event description:
As reported, approximately 6 yrs postop the initial tsa, this male patient was doing well and decided to shovel snow. During snow shoveling he experienced a painful incident and went to doctor. He was evaluated and a right shoulder scope was performed. After this treatment failed, he returned for a revision and conversion to a reverse. Patient was last known to be in stable condition following the event. The devices will not return due to hospital policy.